Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving gablofen ( concentration and dose not reported) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, the patient reported feeling over-medicated; the specific symptoms were not documented. The patient was advised to stop ptm (personal therapy manager) activations and stop oral medications. The event outcome was noted as "resolved without sequelae (B)(6) 2015". The clinical diagnosis was intrathecal medication side effects. The event was not related to the implant procedure, possibly related to the device or therapy, and possibly related the intrathecal medication baclofen. The drug action that was noted to have caused the event was "increase dose".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry and it was reported that there was no malfunction or error related to the event; the dose was just too high.